Event description:
Related manufacturer reference number: 2017865-2021-38630. It was reported the patient presented with high capture threshold on their left ventricular (lv) lead and noise on their right atrial (ra) lead. Information was not provided whether intervention took place or not. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.